Event description:
It was reported that during pt treatment, the anesthesia workstation generated alarms for low inspired oxygen concentration. There was no pt harm. (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).